Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there is no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8015 did not turn on. Account name: (B)(6) hospital. Account #: (B)(4). Asset name: 8015bd pcu n. America v9.33.1.2 a/b/g/n contact: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: colin had a pcu8015 did not turn on. There was no ac light when power cord plugged in. Pcu sn (B)(6). Case resolution: I recommended colin to send unit in for warranty repair. Colin will use repair port to get rga number and send unit in for service.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there is no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8015 did not turn on account name: (B)(6). Account #: (B)(6). Asset name: 8015bd pcu n. America v9.33.1.2 a/b/g/n (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) had a pcu8015 did not turn on. There was no ac light when power cord plugged in. Pcu sn (B)(4). Case resolution: I recommended colin to send unit in for warranty repair. Colin will use repair port to get rga number and send unit in for service.